Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error, it booted up with one and hte software was reconfigured and reloaded. Analysis also noted that the electrocardiogram connector was loose and therefore the link electronic module board was replaced andcalibrated, as well as broken latch tabs on the power cord door, a broken keyboard hinge, an intermittently noisy system fan, the stylus was missing, the keyboard connector was pulling apart, the hard drive health was at less than 100% and there were damaged rubber pads on the lower case. All found defective parts were replaced to resolve and the hard drive was replaced as a preventive, and additionally the new stylus was calibrated. (B)(4).

Event description:
It was reported that the programmer generated an error. Follow-up determined that it occurred when a software update was attempted. It was further noted that the update was being attempted using the universal serial bus. During troubleshooting the caller disconnected the radiofrequency programmer head and got a memory dump error. They allowed that to complete and then cycled the power and the error recurred. The caller told technical services that the programmer had not been inadvertently turned off. The programmer was returned for service. There was no patient involvement.